Event description:
Pulmonetic systems, inc. Recevied the following report from a representative of facility: about 2 years ago pt was on vent in hospital when vent went inop-stopped working-. No pt injury occurred.